Manufacturer narrative:
A ge rep evaluated the sys and determined the problem was related to a power surge. The sys operates as intended.

Event description:
The customer reported the sys intermittently will not boot up. No pt injury was reported.